Event description:
This patient had an MRI which showed metallosis, and aspiration has been negative for infection, per the md note. Lab findings: cobalt, s 204 h ng/ml 0.0-0.9;chromium, s 147.1 h ng/ml <0.3. Findings from the operative report: "intraoperatively dark brown coffee-colored fluid stain capsular tissue, mild osteolysis of the upper aspects of the stem only for approximately 5-8 mm, but the stem was firmly seated. The cup was firmly seated with only 1 to 2 mm osteolysis in the zones of 9 to 3 o'clock. There was no markings of the head. There was no markings of the cup. There was metallosis debris in the posterior aspects of the head and also at the trunnion interface. The trunnion was intact on the stem."..."the upper aspects of the stem had near or maybe 5 to 8 mm osteolysis but radiographically, the stem was solid as well as equal clinically. A full synovectomy and capsulectomy was performed" notes from the discharge summary: "intraoperative pathology was obtained and the findings were gross metallosis the tissue, the hip abductors, hip extensors were intact. Currently, at this point in time the patient has an iliacus fluid collection, which was slightly decompressive at the time of operative intervention. The patient tolerated the procedure well."what was the original intended procedure?revision arthroplasty, right hip.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.